Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and loss of threshold were observed on the right ventricular (rv) lead resulting in a pause episode. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences. Related manufacturer reference number: 2938836-2018-03666.